Event description:
It was reported we had a situation yesterday where an accucath was placed within the vessel (visualized well with us), however the wire would not deploy. The device was removed, and the nurse tried to advance the wire again. He applied a little more force and the wire popped out of the handle. We retracted the needle but it would not fully retract. The only impact to the patient was that they had to be stuck again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed, but the root cause could not be determined. One 20 ga accucath ace was returned for evaluation. An initial visual observation of the returned device showed no obvious blood use residues along the device. It was observed that the guidewire was looped inside the housing and sticking out of the slider slot. The needle was observed to be poking out of the needle housing, despite having the safety mechanism engaged. Inspection of the returned device showed coiled regions of the guidewire inside the device housing. Functional testing of disengaging the safety mechanism and attempting to advance the guidewire revealed the guidewire would not advance due the proximal end of the guidewire having a coil along the device. The root cause of this failure could not be determined due to the use of the product, as the original state during device failure was compromised. Potential causes of failure may include insertion techniques, device manufacture, or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported we had a situation yesterday where an accucath was placed within the vessel (visualized well with us), however the wire would not deploy. The device was removed, and the nurse tried to advance the wire again. He applied a little more force and the wire popped out of the handle. We retracted the needle but it would not fully retract. The only impact to the patient was that they had to be stuck again. No other information was provided.